Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered 1 inappropriate anti-tachycardia pacing and 1 tachy shock due to an episode of atrial fibrillation. Information suggests that the physician decided to reprogram this device and an ablation procedure was planned for managing high rate supraventricular tachycardias. Reportedly, this device delivered 6 inappropriate tachy shocks due to another episode of supraventricular tachycardia. Therapy was not exhausted in any of the episodes recorded. This device remains in service and there is no further information if any corrective actions were taken regarding the new reported inappropriate therapy episode. No additional adverse patient effects were reported.